Event description:
The customer stated that she was hospitalized for high blood glucose levels over 600 mg/dl prior to the hospitalization, the customer stated that she was unable to program any boluses because the screen was frozen and the buttons were not responding. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Nothing further report.

Manufacturer narrative:
The insulin pump alarmed no delivery outside of specification due to a faulty force sensor resistor. The insulin pump passed the basic occlusion, prime, displacement and excessive no delivery alarm tests. No frozen display anomaly was noted.